Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, he wanted to know how he can zero out the insulin. Customer stated the infusion set had disconnected at the quick release and he wasn't aware. Now his insulin pump shows active insulin that was administered when he was unknowingly off the device. The customer reported his sensor was reading 385 mg/dl and when he checked his blood glucose it was 423 mg/dl. Customer stated he cannot delete the active settings but he can still use the manual feature in the device for bolus. The customer is not returning the device for analysis.